Manufacturer narrative:
Other relevant device(s) are: unk-cv-sr-endurant, s/n: unknown; use by date: unknown; upn # unknown. Unk-cv-sr-endurant, s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were used as an accessory device with an endurant stent graft system which was implanted in the patient for an endovascular treatment. It was reported that approximately 46 months post index procedure, during a follow-up, ultrasound was performed, where a superficial femoral artery stenosis (bilateral) was noted. It was stated that the patient also had bilateral calfclaudication. Event is continuing with treatment investigator assessed the event as related to aortic aneurysm treated by endoanchors. Sponsor assessed the event as not related to index procedure, study device (endo anchor) or to the disease under study (aneurysm). No cause of the event was reported. No additional clinical sequelae were reported and the patient will be monitored.